Manufacturer narrative:
Device unique identifier (UDI) # (B)(4).. The device is expected to be returned for analysis. It has not yet been received. Usage of the device - the usage of the power module is not known to the manufacturer as it is not labeled for single use. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump stoppages and a log file was submitted to the manufacturer for evaluation. The patient had reportedly been doing well as an outpatient and presented on (B)(6) 2015 for a routine follow-up visit with reports of two non-sustained alarms. The patient reported feeling well at the time the alarms occurred. The submitted log file confirmed multiple pump stoppage alarms and reductions in pump speed below the low speed limit. Additionally, a driveline disconnect alarm was recorded. The patient reports no disconnect of the driveline from the system controller. All alarms occurred while the patient was connected to the power module. X-ray images appeared unremarkable and no external damage was observed. The patient was re-admitted to the hospital on (B)(6) 2015 for further evaluation. A technical services representative from the manufacturer arrived onsite on (B)(6) 2015 to evaluate the percutaneous lead. The tests performed were negative for any wire compromise and the alarms could not be reproduced while using the hospital's equipment. The patient's patient cable and power module were suspect and exchanged. It was reported that there were no further problems after the equipment exchange.

Manufacturer narrative:
The returned power module and 14 volt power module patient cable were functionally tested using the manufacturer's laboratory equipment and functioned as intended during analysis. The root cause of the event could not be conclusively determined. The patient remains on vad support with no further issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.